Event description:
The patient had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). The surgeon revised the patient to a total knee replacement due to micromotion of the femur, and pain reported by the patient. The surgeon discovered a fibrous growth behind the femur intraoperatively.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is currently ongoing. Results are not currently available, and a supplement will be submitted as soon as the investigation has been completed.